Event description:
Customer reported the system made a loud popping sound and the screen went blank during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty high voltage tank and snubber board. System operates as intended.